Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, lead dislodgement and failure to capture were observed on the left ventricular (lv) lead. The lead was not implanted. It was mentioned that a new lv lead will be implanted in the future. The patient was stable after the procedure.